Manufacturer narrative:
No device was returned for evaluation as there was no allegation of a device malfunction. Bleeding is a known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. It is noted to correct any identifiable coagulopathy with fresh frozen plasma, vitamin k, protamine, or platelet transfusions. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2016 with complaining of melena for the past day. During the admission the patient admitted to missing doses of his warfarin. The patient's hgb dropped to 6.6 requiring a transfusion of 2 units packed red blood cells (prbcs). In (B)(6) 2016 the patient went for an egd which was negative for any active bleeding. A colonoscopy on (B)(6) 2016 was also negative for any bleeding. Finally a video capsule endoscopy on (B)(6) 2016 was negative for any active bleeding. Due to the patient's sub-therapeutic inr, the site did not stop the patient's warfarin, but they did stop the aspirin. He was not bridged with IV heparin since the patient's inr stabilized and since all testing was negative for bleeding and his hgb stabilized, the patient was discharged home on (B)(6) 2016. No changes were made to his anticoagulation regimen. No date, no further issues with gi bleeding have been noted by the patient.